Event description:
The bar extension assembly has exposed carbon fibers . Case type: no associated procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted to update MFR name, city & state, MFR site, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative and corrected data based on the results of investigation. Reported issue: it was reported that the base bar extension was damaged product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 01/11/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 210070, lot 603949 shows no additional complaint(s) related to the failure in this investigation. . Inspection: inspection showed no damage to the part. Conclusion: the failure mode was not confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The bar extension assembly has exposed carbon fibers . Case type: no associated procedure.